Event description:
It was reported that during a lap gastric sleeve procedure, during the initial firing of a device across the stomach with a black reload staple legs were observed midway up the staple line with the device closed fully and the knife blade at the distal end of the end effector. Ten or so staples on the outermost row on the left side of the staple line were malformed. The two inner rows of staples were perfectly formed. The case was completed without incident and the device was used for six more firings. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.